Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly patient developed a hematoma in her left hemi pelvis, which eventually liquefied and began to drain. Patient had to be taken back to the operating room for a washout. Patient was placed on IV antibiotics for a few colonies of e coli I believe from the postoperative hematoma that developed.

Manufacturer narrative:
Not commercially available by mpo. Therefore the event is not reportable. Please void the initial report.